Event description:
Boston scientific received information that the patient presented to the emergency room with a heart rate in the 40 beat per minute range. They were receiving telemetry noise messages and were unable to interrogate the device even with a magnet placed. It was noted that the interrogation three months earlier indicated less than six months remaining. Boston scientific technical services (ts) was consulted and recommended device replacement. A replacement procedure was performed where the device was explanted for normal battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory it was noted that the device had no telemetry or output thus a memory download could not be performed. The device case was removed and the battery voltage was found to be too low to support pacing and telemetry functions. External power at 2.8 volts was applied to the hybrid. With external power applied normal telemetry operations were noted. The device paced and sensed normally at the nominal parameters. No high current drain was noted and all current drains measured were within specification. The implant time was close to 100 percent of the nominal longevity. However due to resets within the device, actual longevity was unable to be calculated. The battery was tested and found to have an internal short. The cause of the early battery depletion was isolated to an internal short within the battery. This battery is considered obsolete.